Manufacturer narrative:
The device was evaluated. Device evaluation as noted in section b5 found with missing glue (adhesive) in the device distal end plastic c cover. Based on investigation results, the definitive root cause of the issue cannot be conclusively identified. The probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation ,component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope distal end c-cover exhibited a missing glue . There was no patient involvement.